Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the silicone catheter broke above the bifurcation for the balloon port and tubing connection. Because of the breakage, the balloon could not be deflated. The catheter could not be removed until all the contents dribbled out. It was reported that the patient required conscious sedation for the replacement of the foley catheter. No injuries reported.